Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. Electrical re-programming to shorten the cross chamber blanking period was planned for consideration by the following physician. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) in association with the transvenous right ventricular (rv) lead may have undersensed 3 beats during a non-sustained ventricular tachycardia (nsvt) episode, resulting in potential for impact on critical therapy. There were no reported adverse patient effects associated with this clinical observation.